Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "when opening each door to two of the channels on the left side of the pc unit, the tubing/medication began to immediately free flow. This was not connected to the patient at this time. It was during the time of cleanup. Pc unit: s/n [redacted number]. Free flow pump 1: s/n [redacted number]. Free flow pump 2: s/n [redacted number]". There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "when opening each door to two of the channels on the left side of the pc unit, the tubing/medication began to immediately free flow. This was not connected to the patient at this time. It was during the time of cleanup. Pc unit: s/n [redacted number] free flow pump 1: s/n [redacted number] free flow pump 2: s/n [redacted number]" there was no patient involvement. It was reported that the medication involved was amiodarone 360mg/200ml and approximately 50ml reportedly free flowed over one (1) min.